Event description:
Reporter indicated that diagnostic testing resulted in high lead impedance at a routine office visit. The reporter stated that there was no known trauma that may have caused the high lead impedance. X-rays have not been taken. The device was programmed off. It is unk if revision surgery will occur.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.